Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the atrial lead was dislodged. No intervention was performed. The patient condition was unknown.